Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported customer has been experiencing high blood glucose since friday. Customer's blood glucose was 350 mg/dl. Customer's mother changed set and bloused, also treated with manual injection. The drive support cap was normal. Air was noted in the reservoir. Customer's mother was advised to change out the reservoir and run a manual prime, insulin did exit. Time and date are correct. Customer's was advised since there were bubbles in the reservoir it was the likely cause of customer's highs. Customer's mother did state it was hard to purge the bubbles. Customer's mother was walked through how to properly purge. No further information reported.